Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not deliver. At an unspecified time, the device was programmed to deliver hespan and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported "having difficulty infusion hespan." After an unspecified length of time, it was reported that a pressure bag was applied to the solution container and "the infusion would not infuse." The device and tubing set were removed from clinical service. Therapy was resumed using a replacement device and tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.